Event description:
The recipient reportedly experienced head trauma at the implant site and the device ceased functioning. The recipient's device was explanted. The recipient was reimplanted with another advanced bionic cochlear device.